Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing detached from connector, which cause the patient blood glucose elevated from 200 to 250 mg/dl. The infusion set was in use for about 12 hours. The patient replaced infusion set and resumed insulin successfully. No further information available